Event description:
It was reported that the right ventricular (rv) lead had increased impedance and fluoroscopy revealed fracture. A temporary lead was placed and the rv lead was later capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a resistance/impedance increase. There was a ventricular lead impedance increase from 787 to 4761 max ohms on (B)(4) 2012 in the timeframe between 5:22 am and 1:53 pm. The ventricular impedance at implant = 463 ohms. The ventricular lifetime impedance max/min = 34018/376 ohms.